Manufacturer narrative:
H6: investigation summary the customer reported that the tubing was leaking, and returned two used samples of material #11532269. The samples appeared to have been infusing lipids when the filter air vents were compromised and began leaking. The filters were occluded with the drug (color of lipids), and under syringe pressure the occlusion was overcome and small air bubbles could be seen in the air vent. No leak was actually observed due to the occlusion, but in cases of occlusion the filters will typically leak from the air vent. The complaint of leakage is verified. A device history record review could not be performed on model 11532269 because a valid lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported bd alaris¿ pump module administration sets had an issue with leakage. The following information was provided by the initial reporter: "tubing leaking while in patient use".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported that the tubing was leaking, and returned two used samples. The samples appeared to have been infusing lipids when the filter air vents were compromised and began leaking. The filters were occluded with the drug (assumed to be lipids), and under syringe pressure the occlusion was overcome and small air bubbles could be seen in the air vent. No leak was actually observed due to the occlusion, but in cases of occlusion the filters will typically leak from the air vent. The complaint of leakage is verified. It is to be known though, that when administering different nutrients through filtered sets, that sets must be switched in shorter intervals than those of regular soluble medications/ saline solutions. If this complaint dealt with tpn, the nutrient will shorten the period in which set is to be active with patient. When lipids are administered, the set should be swapped every 12 hrs. Check with customer advocacy to determine the recommended time for a given medication when using filtered sets. A device history record review could not be performed because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris¿ pump module administration sets had an issue with leakage. The following information was provided by the initial reporter: "tubing leaking while in patient use."